Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information was requested, and the following was obtained: regarding "after fired, noted some staples malformed . Changed another seven to use": could you please clarify if both products codes presented same issue (ecr60b/pmw35)? Ecr60b malformed staples pmw35 would not fire if yes, please clarify how many times the issue was found on each product code? Unk if not, please provide more details for device malfunction: ecr60b pmw35 unk investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, when severing lung lobe tissue , after fired, noted some staples malformed . Changed another seven to use , they still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.